Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all of the keypad buttons were under responsive. It was reported that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings:the keypad complaint could not be duplicated. The pump was returned with visible evidence of moisture behind the display screen, and no visible damage to the keypad cover. During testing, the keypad buttons were normally responsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. The display screen was distorted due to internal moisture damage. The leak test failed due to a display lens leak and battery compartment leak. The pump was opened and moisture was found on internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored.